Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate of 120 after loading the cartridge with 300 units of insulin. Reportedly, the customer was unable to recall if the pump displayed a "+" sign to indicate that the cartridge was filled with over 120 units. Customer's blood glucose level was 100-200 mg/dl.